Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported pain over the implant site and discomfort with stimulation. It was also reported that the patient had been a non-user for twelve years before deciding to use the device again. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.